Event description:
It was reported: during balloon preparation, the physician noticed an orange piece (foreign body) in the lumen of the balloon. There was no impact to the patient as the device had no patient contact. Although requested no additional clarification has been received as of this report date.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been received. The alleged product issue of foreign material found on the device and incident as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
No additional information has been received.

Manufacturer narrative:
Investigation findings: items returned for evaluation: scepter xc. The device was returned with the yellow polyimide ring dislodged and the coils at the proximal end of the balloon were found to be unwound. This damage is consistent with the condition observed in the customer provided images. No other damage was observed. The investigation of the returned balloon catheter found the coils at the proximal end of the balloon to be unwound and the yellow polyimide ring dislodged within the balloon near the unwound coils, which is consistent with the alleged product issue. However, the polyimide ring is a component of the device and not a foreign object as described in the reported event. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the polyimide ring dislodging, but this condition is consistent with the device experiencing forces over specification due to over inflation.